Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to noise . This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.